Manufacturer narrative:
Additional information was received which indicated that final imaging showed the valve almost completely within the left ventricle. Part of the outflow crown of the valve appeared supra-annular but one of the paddles of the valve appeared compressed beneath a leaflet of the native valve. It was reported that the valve was at a depth of 20 millimeter (mm) noted immediately prior to paddle release and subsequent valve detachment from the dcs. The final fluoroscopic imagining showed the valve to have then even further migrated into the left ventricle. It was reported that recapture of the valve was not an option; the paddles were at the imminent point of separation. It was reported at the point of no-recapture, the physician then raised the issue that they had not heard nor felt the two-thirds deployment vibratory indicator. It was reported that the deployment was progressing smoothly and there was no reported issues turning the actuator. Upon removal from the patient, it was reported that the system appeared to function correctly and at no time was there a problem with the structural integrity of the delivery catheter system (dcs). The patient had a porcine surgical aortic valve implanted and was discharged seven days post-op. No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the handle appeared intact. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. During the retraction of the capsule using the deployment knob, the ratchet noise could be clearly heard. The capsule appeared intact with no evidence of damage. Delamination was observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valve was fully deployed. It was reported that the valve was at a depth of 20 millimeter (mm) noted immediately prior to paddle release and subsequent valve detachment from the delivery catheter system (dcs). The final fluoroscopic imagining showed the valve to have then even further migrated into the left ventricle. Imaging was assessed. The valve was unable to be extracted using a snare technique. The patient became hypotensive and left bundle branch block (lbbb) was observed on electrocardiogram (ECG). The patient was sent into open heart surgery. The valve was explanted, and a surgical aortic valve replacement was performed. Conduction disturbances, such as lbbb are known potential adverse effects per the device instructions for use (IFU). Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. Hypotension is a known potential adverse effect per IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, it was reported that the valve was deployed at a depth of 20mm, which may have been a contributing factor of the conduction disturbances and hypotension. It was reported that the ratchet sound could not be heard from the handle during deployment of the valve. Following the procedure, the ratchet system was noted to be performing without issue. The subject device was returned to medtronic for analysis. During analysis of the device, the capsule was advanced and retracted multiple times, with the ratchet noise clearly heard each time. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. There was no other evidence of damage observed on the subject dcs. Cine clips were received for review. It showed a good valve load. The imaging provided confirms the valve is deployed inside the left ventricle. There is no imaging showing the events leading up to the final result. The attempts to snare are/have not been recorded and cannot be commented. Based on the investigation and image review, the conclusive cause of the event cannot be determined. This event does not allege a device malfunction occurred. After deployment, the valve was unable to be extracted using a snare technique. The patient was sent into open heart surgery. Though use of a snare to reposition the valve after deployment is complete is not recommended per the IFU. A device history review is not required on either the dcs or the valve as the event description does not indicate a potential manufacturing issue. Updated h.6 - eval method, eval results, eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: evolutr-34, serial/lot #: (B)(4), ubd: 20-feb-2022, UDI#: (B)(4). Product analysis: no products were returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with an annular computed tomography (CT) diameter of 90 millimeter (mm), the implanting physician stated that they neither felt vibration or heard ratchet sound of the delivery catheter system (dcs) at two thirds valve deployment. The sonographer standing next to the implanting physician also denied hearing ratchet sound. It was reported that the left subclavian access was used due to bilateral grafts in distal vessels precluding transfemoral access. Fluoroscopy performed at two thirds deployment of the valve showed the valve was in a deep position; approximately 20 mm on the non-coronary cusp (ncc). The physician elected to quickly wind the valve to two thirds deployed to allow the valve to become patent. Instead of deploying the valve to two thirds and stopping just prior to the point of no return, the valve was nearly completely deployed as fluoroscopy showed the paddles of the valve were imminently about to release. The valve was fully deployed. Imaging was assessed. The valve was unable to be extracted using a snare technique. The patient was sent into open heart surgery. The patient became hypotensive and left bundle branch block (lbbb) was observed on electrocardiogram (ECG). The valve was explanted and a surgical aortic valve replacement was performed. It was reported that the dcs was flushed outside the patient following the procedure and assessed for correct function of ratchet system and noted to be performing without issue. No additional adverse patient effects were reported.